Event description:
There is a beige clip on the top of the instrument which was chipped and it didn't allow the locking mechanism to function properly. It is still usable but does not lock properly. Surgeon continued using the instrument without any issue. No delay.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation confirmed that the locking catch had cracked as reported. Previously a corrective action was identified for this failure mode whereby a design change was implemented and routed on eco-193427 (dwg-106984) in 2007 in order to strengthen the locking catch. The design verification was completed and routed on dva-101743-fde and concluded that there are no outstanding actions identified. The product concerned in this complaint was manufactured prior to the implementation of eco-193427. The complaint shall be closed with a justified conclusion it will be entered into the complaint database and monitored through trend analysis.